Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) units temperature sensor was replaced to prevent overheating. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and to prevent overheating, the fse replaced the temperature sensor, threaded probe. The fse completed full calibration, functional testing, and safety check to factory specification. The unit passed all tests performed and was returned to the customer in good working conditions.